Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon completion of the investigation.

Event description:
Following reports of spurious creatinine results on the gem premier chemstat (serial number (B)(6)) and a full instrument health check by a werfen engineer, werfen application specialists analysed 10 x patient blood samples against a second chemstat and found that the chemstat in question in this case (sn (B)(6)) consistently produced elevated creatinine results. This was a blood sample comparison, no patients have been affected in this particular case.

Manufacturer narrative:
Data submitted by customer was reviewed. Data review showed that the creatinine sensor performance was within specifications (for iqm processes and cvps) for gem premier chemstat s/n (B)(6), gem premier chemstat pak s/n (B)(6). Data review concluded the gem chemstat pak creatinine sensor was found performing to claims and within our on-board intelligent quality management (iqm) limits (with acceptable slopes, drifts, cvp recovery, and sensor mv baseline stability. Furthermore, no transient fluidic or electrical issue were identified during sample measurements. The reviewed gem pak data did not indicate any systematic issue in the pak to account for the questioned creatinine results. The gem premier chemstat s/n (B)(6) instrument was returned for evaluation. Werfen engineers were unable to identify any physical and electrical defects. The device passed all testing with no errors recreated. The manufacturing records were reviewed for gem premier chemstat pak s/n (B)(6) which showed all manufacturing and qa specifications passed. While a specific root cause of the high creatinine results could not be conclusively determined, it is suspected the erroneously high creatinine results was related to patient samples containing unknown interference substance. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode. There was no reported adverse patient impact. As a result, the complaint was closed, and no remedial action was deemed necessary.